Event description:
The account alleged that the bed will not go into trendelenburg due to the right trend cylinder not releasing when the handle is pressed.

Manufacturer narrative:
The account lubricated the right head cylinder handle to repair the bed.